Manufacturer narrative:
This device is not available for return, however device analysis would not be performed as the problem of infection is already known. No further information concerning this report is currently available. This investigation will be updated should further information be provided.

Event description:
It was reported that this product was explanted due to erosion with infection. No additional adverse patient effects were reported.